Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at implant, the ventricular lead could not be inserted completely into the header. A different device was used.